Event description:
A surgical tech reported a couple of occurrences of occlusion which could be cleared during a cataract with intraocular lens implant procedure. The duration of the case was extended by a few minutes as a result. It was noted that the system had displayed multiple system messages during priming. There was no pt harm reported.

Manufacturer narrative:
The company rep examined the system and no problem was found. The system was then tested and met all product specifications. The customer reported system message (sm) was confirmed as a review of the system's event log indicated several occurrences on (B)(6) 2013. The sm occurs during priming and tuning of the handpiece and may be caused by an obstruction within the handpiece, handpiece tip, or cassette tubing. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).